Manufacturer narrative:
Initial and final MDR 1921360 - MDR 3003442380-2024-16367 - device 16 of 16.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 16 infusion sets fell off during use events on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The events occurred within a day and half of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.